Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high capture threshold and non-sustained ventricular lead noise. The rv lead was explanted and replaced with the new lead. There were no patient consequences.

Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a partial lead was returned in five pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath proximal to suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.